Event description:
It was reported that the radiofrequency programmer head was loose and that it was not connecting well. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose connection and intermittent telemetry and noted that moving the cable influenced telemetry and caused a complete loss of the telemetry signal and that the uplink functional tests were out of specification and the head's cable was replaced to resolve. Analysis also found that the label was missing its laminate backing adn that the upper case had damage near the edges. Both the label and the upper case were replaced to repair. (B)(4).